Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vx0z, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s right-side lead was not working anymore. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vx0z, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was no impedance issue and no migration of the lead; the patient insisted that the therapy was no longer working with the right side lead and asked the physician to try the left side. The cause of the lead not working was not determined. No further complications were reported/anticipated.